Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The spii® hip prosthesis and the head were available for the visual examination. A fracture of the spii hip prosthesis can be confirmed. The investigation has shown that it is a fatigue fracture. The investigations did not reveal material-specific errors. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
It was reported that the stem was fractured.